Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fingerprint was failed. A technical support specialist (tss) dialed into the server and checked the user role permissions, identifying that the biometric identifier witness failure option was enabled. Tss advised the customer to disable the setting if not required. The issue was resolved, and the case was closed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, witness not required when fingerprint authentication failed. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.